Event description:
The customer initially called in to report that he was receiving a lost sensor alert. During the call, the customer stated that the insulin pump was not delivering insulin. The customer mentioned he was new to the insulin pump. The customer was assisted with reconnecting to old sensor. Customer declined troubleshooting and stated that the connection was reestablished. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.